Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6a: around (B)(6) 2022. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Patient was between 60-69 years old. Ep-200150 ¿ active articulation bearing ¿ 616880. 802202802 ¿ cocr head ¿ 3089267. Unknown stem - unknown part and lot. Report source australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, but neither were provided. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02418. 0001825034-2022-02770.

Event description:
It was reported that patient underwent a hip revision due to the dual mobility liner disengaging from the cup. It was noted by the surgeon that the screw was not sitting flush in the screw hold of the cup. Attempts have been made and additional information on the reported event is unavailable at this time.